Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a complete loss of power to the system controller resulting in a clock reset. This event appeared consistent with full depletion of the external and backup batteries, which ultimately caused a pump stoppage. Furthermore, a direct correlation between the patient¿s heartmate (hm) ii left ventricular assist system (lvas) and the reported syncope and stroke events could not be conclusively established through this evaluation. The submitted log file contained data from 1:23:34 on (B)(6) 2020 through 1:02:29 on (B)(6) 2020, per the timestamps. Following the last known timestamp of (B)(6) 2020 1:02:29, the file also captured 30 lines of data containing the default timestamp of (B)(6) 2001 1:00, which resulted in yellow wrench advisory alarms. Prior to this data range, the system was supported by battery power. Low battery advisory/hazard alarms became active on (B)(6) 2020 due to the patient using the 14v li-ion batteries below the advisory/hazard voltage thresholds. Full depletion of the 14v li-ion batteries was captured on (B)(6) 2020, as evidenced by an active no external power alarm. At this time, the controller¿s internal 11v backup battery became active; however, the backup battery also appeared to have fully depleted after an unknown period of time as the following line of data contained the default timestamp, indicating a complete loss of power to the system controller. These events would have resulted in the observed pump stoppage. Although power was ultimately restored when the system was connected to battery power, the amount of time that the patient¿s pump was off could not be determined through this evaluation as the clock was not reset for the remainder of the file. Excluding the pump stop event, the pump operated above the low speed limit for the duration of the file. Despite the observed events, the pump appeared to function as intended. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The patient remains ongoing on vad support and no product was returned for evaluation. The heartmate (hm) ii left ventricular assist system (lvas) instructions for user (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of the IFU also addresses all pump parameters including pump speed, power, flow, and pulsatility index. Section 4 of the IFU, ¿system monitor¿, further addresses the pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Additionally, this IFU explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Section 3 of the IFU, ¿powering the system¿, provides important information regarding the heartmate batteries, in the subsections titled ¿using the heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 6 of the IFU, instructs that ¿if the left ventricular assist device stops operating, attempt to restore pump function immediately. When the pump stops operating and blood is stagnant in the pump conduits for more than a few minutes (depending on the anticoagulation status of the patient), there is a risk of stroke or thromboembolism should the pump be restarted.¿ section 2 of the patient handbook, ¿how your heart pump works¿, outlines battery charge level, fuel gauge display, and visual and audible alarms. This section states that if either the yellow diamond or the red battery illuminates, the user should immediately replace the depleted batteries with a fully-charged pair, or switch to the mobile power unit/ power module. Section 3 of the patient handbook, ¿powering the system¿, provides instructions for exchanging batteries and switching power sources. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient experienced a syncopal episode on (B)(6) 2020. The site detailed the patient likely had a cerebrovascular event. When the patient arrived on the emergency department the lvad was turned off. During admission the lvas was restarted. Log file interrogation noted power loss around 1am on (B)(6) 2020. The patient was reportedly doing well after the incident with no lvad malfunction. Technical service reviewed the log file data and noted a low voltage event and yellow wrench/clock not set event. The lvad was supported by battery power during the event. Due to the clock reset event, the time the controller was connected to power is unknown. The duration of how long the lvad was off is unknown. Technical service detailed the patient depleted both 14v battery power and the internal backup battery in the controller. No further information was reported.